Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that fluid overflowed from the enteral feeding set at the time of priming.

Manufacturer narrative:
Based on additional information received on 13-sep-2018 it was determined that the pump set in this event is not a product sold in the united states. This event is no longer considered reportable. No further reports will be forwarded. If information is provided in the future, a supplemental report will be issued.